Event description:
An alarm was reported indicating an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.